Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels over 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be conducted. Advised the customer that the tubing clamp would be shipped to him. Nothing further was reported.